Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. The patient condition was not reported.

Manufacturer narrative:
15 jul 2024 nc: correction to section e1.

Event description:
New information indicates that the pacemaker was unable to be interrogated. The pacemaker was explanted and replaced and fluid penetrating the header was noted. The patient condition was stable.